Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of system shutting down abruptly was unconfirmed. The unit is functioning properly. The unit was charged to 100% then discharged to 0% in 1 hour and 21 minutes and did not shut off randomly. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.

Event description:
It was reported per biomed - its been randomly shutting down after the software update to 1.1.0. During the PICC, it was plugged in and the battery save was set for 5 min when plugged in. I was using it at time, it was not idle. I would not expect it to shut down while in use.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported per biomed - its been randomly shutting down after the software update to 1.1.0. During the PICC, it was plugged in and the battery save was set for 5 min when plugged in. I was using it at time, it was not idle. I would not expect it to shut down while in use.